Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one (1) device. Visual inspection noted deposits on the distal cover glass. Functional testing was not required. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Improper maintenance of the hysteroscope can leave deposits on the optical glass and compromise the quality of the image provided by the scope. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. During investigation a secondary condition of improper cleaning was determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the glass inside the demo unit has shattered. Event occurred during testing. There was no patient involvement. There was no patient injury. There was no medical intervention required.